Event description:
Caller reported that a cartridge was damaged with the issue occurring once and located at the cartridge pigtail, which was broken but not due to tubing being pulled. Blood glucose levels did not exceed 500 mg/dl. Caller successfully changed the cartridge and resumed insulin therapy. A request for a replacement cartridge was made, and cts sent the replacement while acknowledging the unavailable cartridge return, understanding the situation, and closing the case.